Manufacturer narrative:
Not confirmed. The most likely cause for the reported failure is user error. Per dfu-0147-4 at revision 0. G. Precautions 1. Acl/pcl/ btb/rt/abs tightrope only: excessive force on the shortening suture strands may break the strands and impair ability to fully seat the implant. No additional force on the shortening suture strands is required when the graft/wedge construct reaches the desired position in the femoral socket and the graft stability is verified by pulling distally on the graft.

Event description:
On (B)(6) 2023, it was reported by a distributor via sems that (3) ar-8925ss syndesmosis tightrope xp would not lock after being tensioned down. This was discovered during an ankle procedure on (B)(6) 2023. The case was completed using a product from another manufacturer. Additional information received on 3/28/2023: each time the tightrope xp failed; the sutures were removed from inside the patient.